Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found out of specification in relation to the "door latch", which was reproduced during evaluation while attempting to load a set. The symptom was confirmed through a review of the event history log. The cause was determined to be a door hook our of specification. The door hooks were replaced.

Event description:
It was reported that a spectrum pump had displayed "door latch". Any patient involvement, injury or medical intervention is unknown.